Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and menstruation irregular ("protracted/irregular and bleeding/ menstrual cycles"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure device). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia and menstruation irregular outcome was unknown. The reporter considered menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: trailing coils- right-8. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received event " protracted/irregular and bleeding/ menstrual cycles" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure device). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils- right-8. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure device). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils- right-8. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.